Event description:
It was reported to manufacturer that the vns pt had surgery where the lead and generator were explanted, due to lack of efficacy and the generator had "migrated down the chest wall to the breast". Attempts to obtain additional info from both the surgeon and treating physician have been made, but have been unsuccessful to date. The explanted lead and generator have been returned to manufacturer and analysis is underway.